Manufacturer narrative:
Device used for treatment and not diagnosis. We have sent the complained articles to the responsible product manager for investigation, here the feedback, broken of k- wires at different locations. No signs for pure torsion loading. No twisting, no rotation fracture pattern. Possible cause could be an overload of the k- wire with torsion force, powertool. We are not able to determine the exact reason for the reported problems. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reports a patient was being treated for disease in navicular bone. When the surgeon inserted a k-wire, the k-wire broke at the junction with the quick coupling of the compact air drive. The surgeon attempted to insert another k-wire and the tip broke off in the patient. The wire was removed but the tip remains in the patient. Reportedly, the tip of the drill bit broke when the surgeon was rotating it backwards. This report is #3 of 3 for complaint (B)(4).